Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stretched coils were confirmed although failure to advance and difficult to remove was unable to be confirmed as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mildly calcified, mildly tortuous, distal right coronary artery (rca). During advancement of the versaturn guide wire (gw) the gw got stuck in the proximal rca. There was no calcification or previously deployed stent present in the proximal rca that could have contributed to the device getting stuck. Initially resistance was felt during the retrieval of the gw until the tip passed the area where it had stuck during advancement, but no resistance was felt after that. Upon removal of the gw from the anatomy, the tip coils were observed to be stretched. A non-abbott gw was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. No additional information was provided.